Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a device sensing issue. Temperature was not reading on the device. Ms&s had them move the cable in temperature 2 outlet, to temperature 1.

Event description:
It was reported that there was a device sensing issue. Temperature was not reading on the device. Ms&s had them move the cable in temperature 2 outlet, to temperature 1.

Manufacturer narrative:
Per follow up, it has been determined that this event is not reportable and will therefore be downgraded. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.